Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event and therapy dates are estimated. Further information requested but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-22153, 1627487-2020-22154. It was reported that the patient¿s ipg (device) stopped working. As such, the entire system was explanted and replaced to address the issue.